Event description:
It was reported that a merlin.net transmission showed lead noise. The patient was asymptomatic. Lead testing revealed loss of capture during deep breathing due to a positional issue. Lead revision was determined to not be an option due to patient anatomy. The lead remains implanted.